Event description:
As reported by rep: "I&d and insert swap performed today." Spoke to rep, who provided the revision usage sheet. Patient's left knee was revised due to suspicion of infection. A 6x11 cs insert was revised to a 6x13 cs insert. Rep may be able to obtain the original surgeon, hospital, and date for the primary, otherwise no further information will be released by the hospital or surgeon.

Manufacturer narrative:
Reported event: an event regarding infection involving an unknown implant insert was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as product was not returned. Clinician review: no medical records were received for review with a clinical consultant. Device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusion: all stryker products sold as sterile are validated to a minimum sterility assurance level (sal) of 10^-6 in accordance to applicable iso standards. The exact cause of the event could not be determined because insufficient information was provided. Additional information including pathology reports, operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened. H3 other text : device not available.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation

Event description:
As reported by rep: "I&d and insert swap performed today." Spoke to rep, who provided the revision usage sheet. Patient's left knee was revised due to suspicion of infection. A 6x11 cs insert was revised to a 6x13 cs insert. Rep may be able to obtain the original surgeon, hospital, and date for the primary, otherwise no further information will be released by the hospital or surgeon.